Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed. The reported issue was duplicated. The probable cause of the reported issue is an out of box failure device.

Event description:
It was reported that the device fails air in line testing during implementation testing. There was no patient involvement.